Manufacturer narrative:
The event logs were provided with pending investigation. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided. Only event logs with pending investigation were provided.

Event description:
It was reported that there may have been a flagyl overinfusion, as it should not have been done running yet when the pump allowed itself to be programmed using interoperability for the next infusion (magnesium). The flagyl infusion was programmed at 1544, and the next infusion (magnesium) was programmed at 1604, however flagyl should not have been finished yet, and the customer is not sure if it infused too fast. The customer provided logs and asked for assistance to review, if an overinfusion occurred. There was no patient harm or impact.

Event description:
It was reported that there may have been a flagyl overinfusion, as it should not have been done running yet when the pump allowed itself to be programmed using interoperability for the next infusion (magnesium). The flagyl infusion was programmed at 1544, and the next infusion (magnesium) was programmed at 1604, however flagyl should not have been finished yet, and the customer is not sure if it infused too fast. The customer provided logs and asked for assistance to review, if an overinfusion occurred. There was no patient harm or impact.

Manufacturer narrative:
Correction: disregard file, suspect device was determined to be a concomitant through failure investigation. Please refer to manufacturer report number 2016493-2021-09592, which captured the suspect device.